Event description:
Additional information was received on 10apr2020. There was no scar tissue. A vascband was used. While removing the sheath, the plastic on the vascband was gripping tight, and they ended up completely deflating the band and in the process of removing the sheath, the sheath shaft separated from the hub. There were no other complications. Blood loss was only 2-3 cc. The patient outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and d11, to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed that the sheath was returned but the hub was separated from the sheath; the shaft of the sheath was flattened, stretched and completely detached from the hub. The total length of the sheath shaft sample was measured to be 14.6 cm which is greater than the manufacturer specification. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that spasming paired with twisting and torqueing the sheath could have likely led to the separation of sheath from hub; based on the additional information received, a competitor closure device was used, which gripped tight on the patient's arm. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon removal of the glidesheath slender, the hub separated from the sheath. The estimated blood loss was less than 250cc. The patient's condition was stable. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. A vascband was used. Additional information was received on 27feb2020. The procedure being performed was a heart catheterization. The procedure was completed by removing the remaining part of the sheath.